Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarmed from the insulin pump. The pump was received with cracked case at display window corner, broken battery tube threads, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 132 mg/dl. The customer stated that she has a piece of the casing missing at the top of the battery compartment. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.